Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of information a MDR's will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant. Related MDR: 8030665-2014-00163.

Event description:
The peritoneal dialysis (pd) pt's wife reported the pt went into the hospital saturday night due to inadequate dialysis treatments. Upon follow up with pdrn it was confirmed the pt went into the hospital on (B)(6) 2014. The pdrn does not have any information regarding the length of hospital stay, treatment, or reason for hospital visit. Medical records and discharge paperwork have been coded.